Event description:
The entire pump run had been routine and we came off cpb (cardio-pulmonary bypass) the first time to assess the valve as is standard. After we re initiated cpb, noticed that the pao2s were lower than they had been. Increased fio2 to 90%. An abg drawn at this time with fio2 at 90% and sweep at 4.7lpm showed the po2 at 275mmhg, pco2 at 39.5mmhg and so2 at 99.3%. At this time, noticed the oxygenator was leaking blood onto the floor and there were strands of blood in the fibers at the bottom of the oxygenator, indicating a blood breakthrough with the oxygenator at 12:38 pm. Surgeon was informed and we were able to come off bypass safely at 12:41 pm. Once bypass was terminated the oxygenator was changed out at 12:43 pm.